Event description:
Infutronix received a complaint from a patient: "pump 701567 turned off on him mid infusion." Device operator was a patient. Medication being infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Affected device was returned to infutronix for investigation. During infusion, pump powered off as reported. Pump completed infusion successfully after replacement of the battery; therefore, it was concluded that the root cause was depleted battery.